Event description:
The customer reported via phone call that a battery out limit alarm occurred on the insulin pump after replacing the battery. Customer also reported their insulin pump was frozen. The customer's blood glucose was 180 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a broken reservoir tube lip.